Event description:
It was reported that the device was intermittently detecting a connection through the therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and observed that the inserts for the apex and sternum connector pins were missing. This caused an intermittent connection issue.